Event description:
At the end of the washer cycle, the operator opened the door from the clean side and began to pull the carriage holding the basket of clean instruments from the unit. As she did this, the washer door fell, knocking the carriage onto the operator¿s arm. The operator went to the emergency room for an x-ray of her arm, where it was determined that her arm was only bruised.

Manufacturer narrative:
A steris technician examined the washer and found that the bracket/arm which supported the left side of the door was broken. On the right side, the stopper connected to the spring was broken in half. The investigation showed that the stopper most likely broke first, resulting in stress on the bracket/arm when the weight of the door shifted. All the stoppers on this unit were replaced, as was the bracket/arm, and the unit is now functioning properly. The unit was manufactured in 2000, and this is the first time such an event has occurred with this door design. The condition of these stoppers should be visually examined for cracking or discoloration during preventive maintenance and replaced if wear is evident. The maintenance instructions for this device are being revised to recommend replacement of the stoppers at 2 year intervals regardless of appearance.